Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the user bumped the device against an object at school, with the pump remaining functional but no longer watertight and designated for replacement. Symptoms included no reported injury or adverse health effects. Outcomes included continued pump use until replacement, with recommendation to consider backup therapy and to continue cgm use via app or receiver. Investigation included collection of device identification, confirmation of shipping and return logistics, guidance to shut down the device to avoid further alerts, and instruction that data would not transfer to the replacement and that startup would be required. Investigation of this device revealed physical damage to the touchscreen consistent with accidental impact, with functionality reportedly intact despite compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device malfunction.